Event description:
The manufacturer received information alleging a ventilator was delivering an inaccurate tidal volume. The device was not in patient use. The device was returned to a third-party service center for evaluation, and the customer's complaint was confirmed. The device's external flow sensor was replaced to address the issue.